Event description:
It was reported that the patient passed away. The patient was walking by the water with their feet in the water, the patient stumbled and fell into the water. The system controller and battery clips were wet as a result and the system controller gave an alarm after this event. The outcome was not device or therapy related, and the device would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller alarmed for power cable disconnect, low voltage, and no external power after the patient fell into the water. The death was considered to be due to an accident related to the fall. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.